Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the cgm was reading 106 mg/dl while the patient's bg was 23 mg/dl. The patient was experiencing shortness of breath and vision impairment. She was able to treat herself by drinking juice and injecting herself with glucagon, gvoke hypopen that was prescribed by her doctor. She monitored her sugar level for an hour and her last bg that was taken during that time was 180 mg/dl. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.